Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on september 11, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2011 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure approximately 6.5 years later, on or about (B)(6) 2017 by dr. (B)(6) at (B)(6) university hospital and clinics in (B)(6). The physician retrieved the filter. The patient alleges tilt, embedment, perforation occurred as well as ¿complex percutaneous removal.¿ argon¿s attorneys are attempting to gather additional information.